Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5117112.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to one of the patients leads had high impedances. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted leads were discarded.